Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the femoral vein. An angiojet solent omni catheter was used for a thrombectomy procedure. During insertion, it was noted that there were part of the catheter that was stretched and deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.